Manufacturer narrative:
(B)(4). The device was scrapped so an investigation is not possible. A follow-up medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
On (B)(6), a patient was extremely sick. Patient was described as having vitals not consistent with life, and customer indicates that patient's ultimate death had nothing to do with cardiohelp. However, customer is questioning why cardiohelp was initiated successfully for approximately 10 minutes at near 5 liters of flow, and then fell off to half a liter to a liter of low. They have indicated that the patient did not seem to have a volume problem, and cannulae was properly positioned in the atrium. Venous pressure at one time was -300 and arterial pressure 50mmhg. No matter what they did, they could not get the flow back up. The patient did ultimately die. The customer said that he did not believe that the patient died because of performance from cardiohelp, but there appears to be some question as to why the cardiohelp lost flow. Discussion has begun regarding possible clot, but they did not save the hls set. There is no record of an act. The hls set was scrapped. (B)(4).